Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The patient is dependent and the physician elected to cap and replace the rv lead on 28 nov 2022. The patient condition was stable.